Event description:
It was reported that the patient presented to the hospital after receiving patient notification. When the device was checked, high pacing lead impedance was observed. No anomaly was noted in x-rays. Upon explanting the device, lead impedance was measured on the rv lead and value was normal. The rv lead was then connected to the new device and procedure was successfully completed with no further issues. There was no adverse consequences to the patient.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench and no anomaly was found. The cause of the reported impedance anomaly could not be determined.